Event description:
It was reported that there was a tool issue: the implant driver peek tip was broken. No patient involvement.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. The product is not available for investigation. Trend is tracked and monitored.